Event description:
It was reported by the sales rep that during routine troubleshooting, it was determined the device has a loose mount. No case involvement. No pt consequence. Device is being returned for analysis.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and an error code 5 was received. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.